Event description:
Boston scientific received information that during the implant of this device, the shock impedance measurement on the right ventricular (rv) lead was greater than 125 ohms. The lead was reconnected to the related device multiple times, but no changes in the impedance measurements were noted. No adverse patient effects were reported. The rv lead was surgically abandoned and replaced. The device remains implanted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.